Event description:
The customer reported that a user was received on the night shift with a damaged nasojejunal tube. It was leaking at the site where the syringe is articulated with the tube. There was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. The root cause could not be determined. No further action is required at this time. This complaint will be used for tracking and trending purposes.